Event description:
The customer reported that the navigation ring at the top(dial) is not functioning properly. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported that when trying to change a setting, the nav ring was unresponsive. The up and down arrows worked properly. The customer is requesting for service. The authorized service personnel replaced nav-ring to address the reported problem.